Manufacturer narrative:
Summary evaluation: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported a glaucoma filtering device didn't drain correctly. Additional information was received from the initial reporter that the glaucoma filtering device was removed and replaced in the initial procedure.